Event description:
After wedging the balloon and pressuring a wedge pressure, the clinician was unable to deflate the balloon. The clinician inserted a fine needle through the gate valve and cleared the occlusion, allowing the balloon to deflate. No pt complications were reported.